Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited frozen bluetooth telemetry and showed a message stating device was in backup operation when testing for lead impedance. The ICD did not actually go into backup operation. The ICD was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported event of a bluetooth (ble) telemetry and error message anomaly was confirmed. When impedance measurements were performed, this resulted in loss of ble telemetry and/or error message on the merlin programmer. The device can be re-interrogated successfully with the merlin programmer. The cause of loss in ble telemetry and error message was due to a hardware defect.